Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during an implant procedure for a cardiac resynchronization therapy defibrillator system. The left ventricular lead and the right ventricular lead became dislodged due to the patient anatomy. As a result, the right ventricular lead exhibited noise that led to inhibition of pacing. The physician repositioned the leads on (B)(6) 2019. The patient was in stable condition.